Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Associated medwatch: 1221934-2017-10178.

Event description:
The affiliate reported via email during a wrist arthroscopy, the rep was not present in the case. (B)(6) was the nurse and the surgeon was present. The rep spoke with them both on (B)(6) 2017 about this incident. The summary from both surgeon and nurse was as follows: the vapr electrode activated by itself without the foot pedal being depressed. The surgeon put the electrode into the patients wrist and tried the foot pedal and it did not activate the electrode. The nurse looked at the front panel of the generator and it was not working, she noticed that the volume alarm was on number 2. The electrode was still in the patient and the electrode activated on its own without the foot pedal being depressed. The surgeon said it was almost like the foot pedal could have been depressed and not working, and that it got stuck, so just started to work without his foot on it. The rep asked if any fault or error number appeared on the generator screen and they both said no. (B)(6) said there was superficial burns to the patient. Case delayed by 2 minutes. They continued to use the current electrode, generator and footswitch. Additional information received via email from the affiliate on 4-3-17: charge nurse manager comments: it seems to be the foot pedal. When the blue pedal is pushed down, it comes up very slowly. Surgeon did a debridement and then had to open to do some ligament repairs. Patient is fine post-surgery. I have asked the rep to clarify if the debridement and ligament repairs done to the patient was related to the reported event. I will keep you posted as soon as I receive a response. Additional information received via email from the affiliate on 4-10-17: the product specialist has advised that the debridement and opening the patient to do ligament repairs was not performed due to the product issue. He was going to perform this anyway. There was no report of any treatment being done for the burn.

Manufacturer narrative:
Vapr 3 footpedal. The complaint device was received and evaluated. Visual examination revealed the device was extremely worn; excessive corrosion and buildup of residue was noted around the pedals, especially the blue pedal. The device was connected to a vapr vue test generator and test vapr electrode. Each pedal was pressed and performed its intended function. However, the blue pedal was found to have added resistance and stickiness when pressed, therefore this complaint can be confirmed. It is possible that the pedal may have become stuck in the depressed position, causing the electrode to activate when the surgeon was not operating the footpedal. The excessive corrosion and residue around the blue pedal likely resulted in the observed failure; this failure can be attributed to field wear. The device is about 11.5 years old and has likely seen heavy use in the field. Review of the device history record indicated that this batch of product was processed without incident; therefore there is no evidence of manufacturing anomalies on the records reviewed. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. See associated medwatch: 1221934-2017-10178 and 1221934-2017-10254.